Event description:
Information received indicates the head end casters are not holding after the brake is set. The casters continue to swivel.

Manufacturer narrative:
The technician replaced the head end casters to repair the bed.